Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump led the customer to change the cartridge and perform the fill tubing process multiple times. Reportedly, the cartridge was ultimately loaded successfully and the customer continued to use the pump supplies for insulin therapy. Tandem technical support could not find any alerts or alarms in the pump logs. Customer's blood glucose was 160mg/dl.